Event description:
It was reported that an external fluid leak was observed from the line leading to the effluent bag of a prismaflex st150 set during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10: the actual device was not available for investigation however a video was provided for evaluation. The visual inspection observed the reported leakage from effluent line post pump. The reported condition was verified. Should additional relevant information become available, a supplemental ort will be submitted.